Event description:
It was reported that after centrifugation with 4 bd vacutainer® cpt¿ cell preparation tube with sodium heparin there was poor barrier separation of samples. There was no report of patient impact. The following information was provided by the initial reporter: after centrifuge, usually user observe a clear pbmc layer. In 4 tubes, user noticed that there is a transparent layer on top of the gel after centrifugation.

Manufacturer narrative:
H.6 investigation summary material #: 362753. Lot/batch #: 2299026. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and the issue of poor barrier separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifugation with 4 bd vacutainer® cpt¿ cell preparation tube with sodium heparin there was poor barrier separation of samples. There was no report of patient impact. The following information was provided by the initial reporter: after centrifuge, usually user observe a clear pbmc layer. In 4 tubes, user noticed that there is a transparent layer on top of the gel after centrifugation.